Event description:
The driver tip broke while inserting screw into scaphoid bone. A second driver was used in the set to complete the procedure. No delay or adverse effect to the patient.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were identified. The returned t8 cannulated hexalobe driver (pn 80-4151) was performed and device was examined visually under magnification. A torsional oblique fracture pattern was identified, likely indicating excessive twisting load about the driver's central axis. Twisting or breakage may occur when excessive force is applied to the driver. The screw was implanted and not returned. However, based on the information received no coot cause could be determined. Related to 3025141-2025-00242.

Manufacturer narrative:
Correction: correction to the manufacturing received date to 22 may 2025. Related to MFR # 3025141-2025-00242.